Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03011. It was reported that the patient was unable to set the system into MRI mode due to high impedance. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced addressing the issue. Therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.